Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had hemolysis. The following information was provided by the initial reporter: "material no. 367960 batch no. 0316483. It was reported that there is an increase in hemolysis with the mint top tube. Per email: I hope you are doing well. I received an email today from our (B)(6) location stating that they have seen an increase in hemolysis with the mint top tube (lot# 0316483). I've checked with the other sites and they are not having an issue. I was told there have been 14 total that hemolyzed and 10 of those were in the last week and that it's happening across the board and not with one specific associate."

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had hemolysis. The following information was provided by the initial reporter: "material no. 367960 batch no. 0316483. It was reported that there is an increase in hemolysis with the mint top tube. Per email: I hope you are doing well. I received an email today from our diley ridge location stating that they have seen an increase in hemolysis with the mint top tube (lot# 0316483). I've checked with the other sites and they are not having an issue. I was told there have been 14 total that hemolyzed and 10 of those were in the last week and that it's happening across the board and not with one specific associate - please advise."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All samples (retain and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Additionally, 5 retention samples were visually inspected with no issues identified in regards to additive. These retains were further tested for additive content and all were found to be within specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was is not confirmed with respect to hemolysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.